Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an (B)(4). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle leakage and or the non retraction of the needle are reportable regardless of the outcome. The complaint issue was reported as follows: "the needle would not retract fully into the catheter after completing a pancreatic sample pass. The handle broke in an attempt to retract the needle". Add'l info was received as follows: "[the physician] initially had trouble withdrawing the needle from within the lesion. [The physician] stated that with procures, the core trap often "catches" on the lesion giving some resistance, and he initially thought that this was the problem. He was eventually able to retract most of the needle, but the handle by this time had obviously disengaged from the needle. It is unclear as to where this has happened. From this add'l info received, the complaint issue can be presumed to be a needle retraction issue. The reference to a 'broken handle' is presumed to be a reference to the handle not working correctly and not physical damage to the handle. There were no echo-25-c (echo) devices of lot #c805827 in stock at the time of the complaint investigation. To date the echo device involved in this complaint has not been received for eval. With the info provided, a document based investigation was carried out. A possible cause of this complaint may be that the needle kinked within the handle. This kinking of the needle may have prevented the advancement/retraction of the needle for the user and may also have prevented the proper functionality of the handle. As the echo device involved in this complaint was not returned for eval. It is not possible to conclusively state if this is the root cause of this complaint. It should be noted that no adverse effects to the pt were reported as a result of this occurrence. The complaint info received confirmed sufficient biopsy sample was obtained with the device involved in this complaint to complete the procedure. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. This includes a check to verify the needle extension is within spec when advanced and that the needle fully retracts. A review of the relevant mfg records did not reveal a discrepancy related to the reported complaint issue. No corrective action is warranted at this time. This event did not impact the pt or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician initially had trouble withdrawing the needle from within the lesion. He stated that with procores, the core trap often "catches" on the lesion giving some resistance, and he initially thought that this was the problem. He was eventually able to retract most of the needle, but the handle by this time had obviously disengaged from the needle. It is unclear as to where this has happened. No part of the device remained inside the pt. The pt did not require any add'l procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.